Manufacturer narrative:
The product lot number was not provided. Without a lot number, expiration and manufacturer dates cannot be determined. Concomitant medical products: fresenius products- 2008t machine, combiset truflow, 2.0k, 2.5 ca, 1.0 mg, 100 dextrose (g2251). Critline, fl60nre, normal saline 1000 bag. (B)(4) was received from the facility. In the facility report, "3m paper tape plus" was listed as a concomitant medical product. The reporter stated the tape was found adhered to the patient's skin and the access needles when the dislodgement was discovered. The facility report listed a. V. Wingeater fistula needle set as the suspect medical device.

Event description:
An outpatient hemodialysis center reported the following event. A hemodialysis patient was scheduled for regular dialysis treatment. Pre- bp 132/83, pulse 76, resp. 16 temp 98.6. Hemodialysis initiated via left upper avg utilizing 2 #15 wingeater needles. Treatment initiated at approx. 1309 for a four-hour treatment. At approx. 1435 bp 150/71, pulse 80. At approx. 1510, pt. Appeared to be in distress and was placed in trendelenburg position, blood was noted under the patient's chair. No reported audible machine alarm. Pt. Unresponsive, normal saline administered via venous line; normal saline was noted to be seeping through venous line. Normal saline was then administered via arterial line; normal saline was noted to be seeping through arterial line. Tape and 2x2 gauze which was placed over both needle sites was removed. The arterial and venous needles were dislodged out of the patient's left upper avg, with the tape remaining attached to the patient's arm and to both needles. Nine-one-one (911) called, oxygen provided, CPR initiated. Ems arrived and took over care of patient. Patient transported to hospital and expired in ER.